Event description:
The patient had strattice implanted during a hernia repair on (B)(6) 2011. The patient developed a wound infection and required a second surgery. The device did not incorporate, and was fragmented. The device was explanted. The patient also presented with inflammation and colonies of bacterial cocci.

Manufacturer narrative:
Method of evaluation: review of the device history records and review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from this lot. Results of evaluation: review of the device history records revealed no deviations associated with the nature of this complaint. The product met acceptance criteria for qc release including the results of mechanical testing. The processing records indicate the lot was irradiated within process parameters. Dose audits for the sterilization process were acceptable for the lot. To date, no other complaints have been reported to lifecell against lot s10894. To date, of the 172 devices processed for lot s10894, 163 devices were distributed with 107 devices that were reported to be implanted. Conclusion: the device was not returned for evaluation and the relationship between the event and device is unknown at this time. Lifecell has requested additional information and will file a supplemental report if any new information is obtained. Device not returned for evaluation